Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus sales representative interviewed the user facility and provided the following information. The nurse in charge of reprocessing the endoscope changed, and the new nurse was not informed that it was necessary to test whether the concentration of the disinfectant solution was effective for disinfection using a test strip. Therefore, the concentration of the disinfectant solution was not confirmed using the test strip. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc concluded that the error e99 occurred because 15 days or more had passed since the disinfectant was prepared or it was used 46 times or more. In addition, the concentration of the disinfectant solution was unknown because the test strip was not used due to lack of information transmission due to the change of personnel at the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, the error e99 occurred and the disinfectant concentration was unknown. Therefore, the disinfectant concentration could not be guaranteed. The error code e99 is displayed when either the number of disinfection operation or days that have elapsed since preparation of the disinfectant solution is reached preset value. There was no report of patient injury associated with the event.